Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 71f19l0037.

Event description:
It was reported that the medical agent leaked from the catheter when the user injected it. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred.

Event description:
It was reported that the medical agent leaked from the catheter when the user injected it. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material and non-arrow tubing was connected to the luers. After the sample failed functional testing, the proximal lumen was microscopically examined. A small slit was detected near the center of the proximal extension line. The edges were smooth and blunt, which is damage consistent with the lumen coming into contact with a sharp object (needle, scissors, scalpel, etc.). The total length of the catheter body measured to be 220 mm which is within specifications of 207-227 mm per product drawing. The proximal extension line contained one slit 34 mm from the proximal end of the juncture hub. The outer diameter of the proximal lumen measured to be 2.17 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the proximal lumen measured to be 1.50 mm which is within specifications of 1.42-1.50 mm per product drawing. This indicates the wall thickness measured within specifications. The catheter was initially flushed to ensure no blockages were present. The distal end of the catheter was then clamped and both lumens were pressurized using a water-filled lab inventory syringe. When the proximal lumen was pressurized, water leaked from a small slit in the line. No leaks were detected in the distal lumen. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. " the customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The proximal lumen contained one small slit, consistent with contact with sharps. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.